Event description:
The manufacturer received information alleging a patient reported that they could not "feel the device providing a flow/ ventilation volume failed to be obtained. This was the second time when the patient faced the phenomenon". There was no patient harm. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by a check performed. The event log shows that an error (evt_motor_flux_magnitude_runtime) frequently occurred immediately before the customer finished using the device. This is a log only error, it indicates that a failure occurred in the spinning of blower motor, and a possible cause is spinning failure due to fixing of the motor, obstruction in the air inlet port and such. A test was performed for verification and no abnormality was confirmed. The error content suggest that the air flow volume possibly decreased temporarily due to occurrence of an external factor such as obstruction in the air inlet port. For the above, it has been determined that there is no issue with the device. However, final test was performed as preventive action. The device passed final testing.